Event description:
It was reported the device will not power up. There was no patient or user involvement.

Event description:
It was reported the device will not power up. There was no patient or user involvement. One processor pca was returned for failure analysis. The reported problem was verified and/or duplicated during lab tests. The som pca was found to be defective.